Event description:
It was reported that during intertan surgery, the set screw was advanced to where the lag screw reamer would not pass through the implant. A delay of less than 30 minutes occurred due to this event. A backup device from smith and nephew was used to complete the procedure. The outcome of the patient is unknown. No additional details were provided at this time.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the images provided confirm the report. Based on the limited information provided and without the return of the device the clinical root cause of the reported events could not be determined. Assembly issue vs user technique cannot be ruled out. Per case details, the procedure was completed using a back-up device. The impact to the patient beyond the reported cannot be concluded. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to surgical technique used, size of device or user/procedural error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.